Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting too fast within one day. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot and although requested, the customer had not provided the pump's t:connect data.